Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited oversensing resulting in a pacing pause after a premature ventricular contraction. No resulting adverse patient effects; no system changes and no lead information was provided.